Event description:
During the evaluation of a colleague infusion pump returned for service, an inoperative channel select button on the channel c pump head module keypad was discovered. No patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
During the evaluation of a returned colleague infusion pump, an inoperative channel select button on the channel c pump head module (phm) keypad was discovered. Although no root cause was identified, the channel c phm keypad was replaced to resolve this condition. Reviewed of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.